Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 22 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 8030647-2024-00077 for the second report. A member of the nursing team reported, during the night shift, a routine close suction change [was] undertaken using ballard closed suction (elbow) size 6fr for the first time and the baby¿s transcutaneous partial pressure of co2 (tcpco2) increased considerably with episodes of desaturation and required increased oxygen. During [the] day shift a new ballard closed suction (elbow) size 6fr was trailed again on the same baby, and it was noted a sudden drastic increase [of] tcpco2 and desaturation; [the] baby [again] required an increase in oxygen. The decision was made to do a capillary blood gas which showed a correlation in the increase of the pc02 [the] baby required and increase in ventilation pressures. On review of [the] blood gas the ballard closed suction (elbow) size 6fr was removed and a an 8 fr ballard closed suction (y-adapter) was attached; [the] baby¿s tcpco2 reading stabilized, and a blood gas was repeated which reflected the improvement in the tcpxo2. The device was reportedly in place for a maximum of 30 minutes, patient required increase in ventilatory support and oxygenation.

Manufacturer narrative:
Additional information: d4; h4; h6. The device history record for lot 30264350 was reviewed and the product was produced according to product specifications. Without a sample, to perform a functional evaluation, it is not possible to confirm or duplicate the reported incident; therefore, the root cause is undetermined. All information reasonably known as of 13 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.